Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the device was reprogrammed. The patient was in good condition.

Event description:
It was reported the patient's ICD exhibited post-paced t-wave oversensing thereby causing false vt/vf episodes. No additional information was available. Exact date of implant is unknown to the manufacturer at this time.